Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported a device revision was performed due to "losing a lot of weight and the device did not fit properly." The implantable cardioverter defibrillator remains in use and no patient complications have been reported as a result of this event.